Event description:
Pt reported that device generated multiple occlusion errors. Pt reported that they experienced one day of unexplained high blood glucose levels (350 mg/dl), and they stated that no insulin came out when they attempted to prime through tubing while not connected. Pt was able to correct high blood glucose on their own. Pt will temporarily switch to insulin injections.